Event description:
Boston scientific received info that this right atrial (ra) lead was explanted due to a possible unspecified malfunction and was reportedly not working. The ra lead was returned for analysis. No adverse pt effects were reported.